Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) was selected for treatment of the left main (lm) and left anterior descending (lad) arteries. A balloon was used prior to oa to advance the guide catheter through the vessel and the diamondback coronary orbital atherectomy device (oad) was operated on both low and high speed in the lm and lad. The patient complained of chest pain and the oad was removed. The patient decompensated within minutes and cardiopulmonary resuscitation was administered. Following 20 minutes of resuscitation, a vessel perforation was identified. Stents were deployed, however the perforation was unable to be contained. After 2.5 hours, the code was called, and the patient expired. Per the physician, the cause of the patient's death was uncontrollable bleeding from the perforation.